Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated recurrent alert 38 despite multiple restarts at different battery levels, and a replacement device was arranged with guidance provided to power down and return the unit. Symptoms included no reported adverse clinical effects, and blood glucose was in range. Outcomes included no injury and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.